Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ac source gives intermittent charging and sometimes it does not allow power to pass. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to the ac power module being defective. The fse replaced the ac power module. The device passed all performance assurance tests and was returned to the customer.